Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded a cartridge with 300 units of insulin, and received an accurate fill estimate display of over 60 units of insulin in the cartridge. Tandem technical support educated the customer on the insulin gauge calculations of the pump. Reportedly, the customer's blood glucose (bg) level was 298 mg/dl, and was addressed with a correction bolus.